Event description:
Rptr is calling to report a latex allergy. Approx 4 years ago, she had a reaction while wearing latex gloves. Symptoms included: shortness of breath, facial swelling, and hives. Since then she has worn vinyl gloves. In 10/98, rptr experienced a repeat reaction to the powder from latex gloves that was in the air. She is no longer employed as a nurse.